Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the patient blood loss with subsequent administration of 200ml normal saline is related to the clotting in the venous line caused by the hole in the dialysate hose going to the venous hansen connector. Although the patient did not experience any adverse symptoms as a result of the blood loss and was able to complete treatment on another machine, the saline administration is considered medical intervention.

Event description:
A user facility clinic manager reported that a patient's venous line clotted 14 minutes into treatment. The biomedical technician noticed a hole in the dialysate hose going to the venous hansen connector. The patient was moved to a new machine to complete their treatment. It was confirmed that 200ml of normal saline was administered to the patient.